Event description:
Customer complaint - limited data available. The customer stated that their blood glucose readings were inaccurate. They noted that the readings from the caretouch device was about 20 - 50 points higher than their blood glucose actually was.

Event description:
Customer complaint - limited data available. I bought your glucose monitor and the readings don't match up to the blood glucose tests that I took at the same time. The readings from your device are about 20-50 points higher than the blood test results.